Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display.

Event description:
The customer reported via phone call that the insulin pump is reacting to the sensor reading and will stop insulin delivery. The customer¿s blood glucose level was 139 mg/dl at the time of incident. The insulin pump will be returned for analysis.